Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported they were admitted to the emergency room for treatment of low blood glucose of 35mg/dl. The user was using the ilet at the time. The user was discharged on (B)(6) 2025.